Manufacturer narrative:
No product or photographic evidence were provided to aid in this investigation. The complaint report offered insufficient details to determine whether this product functioned as intended, or was used in a manner consistent with its instructions for use (IFU) or failed to meet product specifications. Lacking any additional evidence, this complaint has been closed as unconfirmed. If the product is returned, smiths medical will reopen this complaint for further investigation. No lot number was available for a manufacturing DHR review.

Event description:
It was reported that a home care client called to say his IV tubing had snapped. Writer attended and found IV tubing had snapped about 1 inch above the filter, tubing was still connected to client's PICC. Client reported no precipitating event. Replaced tubing, no apparent harm. No patient injury was reported.